Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the product was returned to depuy synthes mitek for evaluation. Depuy synthes mitek then conducted visual inspection of the device received. The device was evaluated. Visual inspection reveled that the tip of the obt_button_2.7,75_mitek is slightly flatten. The rest of the device is in normal used condition. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. The device must be properly inspected prior to each surgical use. Refer to the device/country specific instructions for use (IFU) for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the obt_button_2.7,75_mitek would contribute to the complained device issue.¿ based on the investigation findings, the potential cause is traced to end of life. As per IFU inspect for damaged, defective, or bent endoscopic accessories. Do not use damaged, defective, endoscopes or endoscopic accessories. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
Pthis report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. E3: reporter is a j&j sales representative. D10. Concomitant med products and therapy dates: scope device, sheath device (18mar2024). UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that prior to an unspecified surgical procedure it was observed that the picture of the hd c-mnt scp,2.7,30,75,mitek scope was fuzzy, and the obt_button_2.7,75_mitek device was bent and the she_2rstck_3.8,univ,75_mitek sheath was bent. This event did not occur during surgery. There was no patient involvement. There were no adverse patient consequences reported. No additional information was provided. This is report 2 of 2 for the same event in (B)(4).